Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the caller to inspect and clean various parts of the pump and assisted in filling a new cartridge, but the issue persisted, leading to a decision to replace the pump. No further action was required from technical support or the customer.